Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported.